Event description:
The reporter states that she obtained a result of 650mg/dl on the accu-chek aviva system. This result is outside the numeric range of 10- 600mg/dl of the device. No action taken based on the result. No adverse event reported. New system sent to customer and return requested.